Manufacturer narrative:
There are no indications of any system or component failure. The nalu system was explanted due to MRI conditionality only.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2021 to treat pelvic pain. On (B)(6) 2024 a full system explant took place in order for the patient to proceed with abdominal MRI for rectal cancer.